Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 40 mg/dl and current blood glucose of 211 mg/dl. The customer treated low blood glucose with the food. Based on customer report customer does not allege pump was over delivering. The customer also stated that, the sensor had calibration not accepted and change sensor alerts. The device is not expected to be returned for analysis.